Event description:
A country office reported that during a cataract surgery in an ophthalmic system exhibited crash which caused the surgery prolonged. Post which the system was repaired and the surgery was continued and faced multiple crashes. Patient impact was not reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information is provided in b.5 and additional information is provided in . Service history was reviewed for the system. No service record relevant to the complaint reported event was found. However, the system was last serviced prior to the reported event per service record (sr) opened. The system found to meet all cosmetic and performance standards. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance-based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A non-conformance-based review of the serial number was performed and a potential contributing factor to the reported complaint was identified. A non-conformance investigation (nci) was opened but was later determined to not be relevant to this investigation. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A government agency reported that during a cataract surgery the ophthalmic system exhibited crash which caused the surgery prolonged. Post which the system was repaired and the surgery was continued and faced multiple crashes. Patient impact was not reported.